Event description:
On 10/15/2024, a sales representative reported via phone that an ar-3636 knotless 1.8 fibertak soft anchor had the locking mechanism prematurely locked up when shuttling through with the repair stitch when pulled. The suture anchor and suture were removed in one piece from the patient. A second ar-3636 knotless 1.8 fibertak soft anchor was used and pulled out of the implantation site when pulled. The suture anchor and suture were removed in one piece from the patient. Another ar-3636 knotless 1.8 fibertak soft anchor from the same lot completed the case without issues. There was a 15-minute delay in the case. This was discovered during a labral repair procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.